Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. The f-38 alarm was identified during the review of the alarm log. The cause of the condition was determined to be inoperative force sensing resistors. To correct the condition, the force sensing resistor was replaced. The device was serviced and restored to a good working condition. A service history review revealed no previous service events that were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service by a service technician, a flogard infusion pump was found with an f-38 alarm. There was no report of patient involvement. No additional information is available.